Event description:
Reportable based on device analysis completed on 23jul2024. A 135x50cm ekosonic endovascular device was selected for use. It was observed that the coolant luer was cracked and leaking. A second catheter was used to complete the procedure. No patient complications were reported. However, device analysis revealed that the drug luer was also cracked and leaking.

Manufacturer narrative:
Device eval by manufacturer: the ekosonic endovascular device was returned for analysis. Microscopic visual inspection of the infusion catheter showed that both the drug and the coolant luers displayed cracking. The device was tested using a syringe filled with water to flush the line. During the line flush, the drug and coolant luers began to leak. It was noticed that the device leaked from the crack on the drug and coolant luers. The reported event of leak was confirmed.